Event description:
It was reported that the patient experienced up to five second pauses in pacing due to sensing of right ventricular lead noise. It was planned to replace the lead in the upcoming week. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).